Manufacturer narrative:
Additional information: device serial number and manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device serial number is unavailable. Device manufacturing date is dependent on the serial number, therefore, unavailable. No parts were replaced and no parts have been received by the manufacturer for evaluation. Issue had resolved after the system was rebooted by the medtronic representative.

Event description:
A medtronic representative reported that they turned the navigation system's main computer cart and camera cart on using the proper procedure. The main cart monitor went through the proper boot up sequence until after the "medtronic" logo appeared. Shortly thereafter, the logon screen was not coming up. The system was on a blank black screen without the logon page. The medtronic representative had to power cycle the main cart an additional time before the system loaded to the main screen as intended. This was for a demo and there was no patient present when this issue was identified.